Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the proximal left circumflex artery. Pre-dilatation was performed and a 4.0x18 mm xience v rx stent delivery system (sds) was advanced toward the target lesion, the sds balloon was inflated and the stent was deployed. There was no interaction of devices. The 4.0x18 mm xience v rx was simply withdrawn from the patient anatomy without issue. Post-deployment a distal edge dissection was noted. A 3.5x18 mm xience v stent was used to successfully cover the dissection. No other device other/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.